Event description:
It was reported that the home patient (hp) had a high drain 105 alarm on the homechoice (hc) after use. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The hp never felt discomfort during therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A service history review revealed no previous service events that were related to the reported condition. A device history record review revealed the device had failed for a voltage issue but was reworked and passed all subsequent testing, there were no previous events that were related to the reported condition. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.